Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Piece of applicator stays inside me - vagina [foreign body in reproductive tract]. Applicator falls apart [device breakage]. Applicator hardly ever works correctly. Tampon often stays inside the applicator [device deployment issue] consumer reported via e-mail that applicator falls apart and tampon pieces get stuck. No serious injury reported.